Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated they performed displacement test and it was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring is black. Customer returned insulin pump for an alleged insulin pump error 130 alarm found on (B)(6) 2021. Insulin pump passed the displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 130 alarms noted during testing. Successfully downloaded history files and traces using thus. Confirmed pump error 130 alarms on (B)(6) 2021 at 17:39, (B)(6) 2021 at 13:31,(B)(6) 2021 at 20:19, (B)(6) 2021 at 17:34, (B)(6) 2021 at 14:44,15:20, (B)(6) 2021 at 17:46, (B)(6) 2021 at 19:07, (B)(6) 2021 at 13:25, 13:35, and (B)(6) 2021 at 10:28 in the insulin pump downloaded history. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, faded serial number label, and cracked case above arrow and battery icon. In summary, pump passed required testing. Customer alleged for pump error 130 alarms was confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.